Event description:
On 31st mar 2026, it was reported by a distributor via email that ar-12990 knee scorpion batch 79787 tip broke. This was detected during rotator cuff repair procedure on (B)(6) 2026 and needle broken after completion of procedure. The procedure was completed successfully and no fragment left in patient. No harm caused to patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.